Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals from a procedure on all lead channels that resulted in an inappropriate atrial tachy response (atr) episode. It was noted that all other measurements were as expected. The device remains in use. No adverse patient effects were reported.